Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) old hispanic female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including bii, melanoma, fatigue, weight gain, vision problems, light sensitivity, menopause symptoms, low libido, brain fog, urinary incontinence, dry skin, arthritis, swollen liver, tinnitus, numbness in extremities. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.